Manufacturer narrative:
(B)(4). Complaint was re-evaluated and determined to be a malfunction. The lot number of this instrument was unk; however, the reported condition is similar to those devices that had the torsion spring out of position. We issued a voluntary recall on 05/05/2004 in response to a condition in which the device may clamp and fire without the staples being formed into tissue. The reported failure of this instrument was attributed to a dimensional discrepancy of the frames. The instrument did cycle properly which indicates the torsion spring was properly assembled. The failure mode of the unit not producing staples on the second handle squeeze has proven to be the result of several factors happening simultaneously. It has only been duplicated when the handle is returned to the original or "home" position very slowly, when the left tab frame height is out of specification and when the user has not identified that the trigger is in the fully locked back position. A situation where the handle hesitates and does not return to the "home" position will be readily apparent to the user when the handle does not remain in the locked back and "fired" position on the second squeeze per the IFU. The IFU advises the user "to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position". The IFU also visually illustrates the "fired position (h4)" to the user. Since the handle did not lock in the back and "fired" position per the IFU, the user did not fire the instrument. Corrective action has been implemented to correct this condition.

Event description:
Reportedly, the reload would not fire. The circulator, was cleaned, inspected, then fired. Procedure: gastric bypass. Pt sex: unk.